Manufacturer narrative:
Patient age at time of event: born in 1941. (B)(4).

Event description:
It was reported an error code occurred during aspiration. An avx® thrombectomy set was being used in a fistula thrombectomy procedure. The catheter primed fine and worked for the first pass. On the second pass, during aspiration, a "check saline error" occurred. The catheter was reset but still would not work. The device was removed from the patient and the procedure was completed with the use of an angiojet proxi catheter (90cm catheter), and successfully completed the case. There were no patient complications and patient was fine.

Manufacturer narrative:
Update: additional information and corrections made to - describe event or problem. (B)(4).

Event description:
(B)(4). It was further reported the device never entered the patient as previously reported. The avx® thrombectomy set was being prepared for use in a fistula thrombectomy procedure. During priming the device as receiving saline flushing alarms. The device was removed from the table and a new catheter was use to complete the procedure.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a avx thrombectomy system and no other devices. The pump, shaft, and tip were microscopically examined and there were numerous kinks found throughout the catheter. Functional testing was performed by placing the device in the console functional testing showed that the blue vent that is attached to the bag spike was missing. When trying to functional test the device fluid will leak from the bag spike where the blue vent is supposed to be ,the device will receive a ¿check saline¿? Error. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause has been determined to be related to a supplier manufacturing issue. (B)(4).

Event description:
It was reported an error code occurred during aspiration. An avx® thrombectomy set was being used in a fistula thrombectomy procedure. The catheter primed fine and worked for the first pass. On the second pass, during aspiration, a "check saline error" occurred. The catheter was reset but still would not work. The device was removed from the patient and the procedure was completed with the use of an angiojet proxi catheter (90cm catheter), and successfully completed the case. There were no patient complications and patient was fine.